Event description:
The customer returned the product for inner latch for battery compartment lid was broken, during device analysis it was found that the upstream occlusion seal (uso) was buckling. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified that there was no previous service in the past twelve months. Visual inspection was performed which confirmed the reported issue. Further inspection found a buckling upstream occlusion (uso) seal and a delaminated downstream occlusion (dso) seal. During motor tes, the device displayed error code 41622. The uso, cam flex sensor, dso seals were replaced and calibrated. The device then passed all tests after all the repairs.